Event description:
Boston scientific received information that during a patient follow up, it was noted that this right ventricular (rv) lead exhibited loss of capture. The patient was hospitalized and a revision was performed the next day. This rv lead was capped, surgically abandoned, and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.